Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, the fixation water leakage was found. According to the inquiry sheet attached, the water leaked from the balloon. There was no tear or rupture observed on the balloon. No material possibly came in contact with the catheter. Per follow up information received from ibc on 08mar2023, there were no obvious visible defects to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the fixation water leakage was found. According to the inquiry sheet attached, the water leaked from the balloon. There was no tear or rupture observed on the balloon. No material possibly came in contact with the catheter. Per follow up information received from ibc on 08mar2023, there were no obvious visible defects to the returned sample.

Event description:
It was reported that during a pretest, the fixation water leakage was found. According to the inquiry sheet attached, the water leaked from the balloon. There was no tear or rupture observed on the balloon. No material possibly came in contact with the catheter. Per follow up information received from ibc on 08mar2023, there were no obvious visible defects to the returned sample.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. DHR review is not required. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.